Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer noticed sparks while using the maryland bipolar forceps instrument. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the instrument was in use for less than 30 minutes to cut tissue and arcing was observed at the instrument wrist. After that, a cable was broken. When the arcing event occurred, the instrument tip(s) were in contact with tissue, but the tips did not touch any staples, clips or sutures while energized. The bipolar cut energy was activated with the generator. The surgeon believed that some tissue and foreign substances remained at the instrument tips and caused the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of thermal damage of the bipolar yaw pulley - between the grip base and charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test and there was no insulation damage observed to the conductor wire.